Event description:
It was reported that the sheath was leaking from the valve. During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was selected for use. It was noticed that the sheath was leaking from the valve in a slow, constant flow. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to contamination.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.